Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to two bus errors that occurred within 32 seconds. The device was tested on the bench. The cause of the bvvi was due to an ic (integrate circuit) in the rf module.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-05626. It was reported that the patient presented in emergency room. It was noted that the implantable cardioverter defibrillator was in backup vvi mode and could not be interrogated. It was also noted that the patient had received several inappropriate shocks from their device. A magnet was placed on the device but interrogation was still unsuccessful. The root cause of the issue was undetermined. On (B)(6) 2020, the device was explanted on replaced. During the procedure, the right ventricular lead was tested and all measurements were stable and no noise could be reproduced. Since the cause of the issue was undetermined, the physician elected to cap and replace the lead on (B)(6) 2020. Patient was in stable condition.